Manufacturer narrative:
The reported event was confirmed as product was returned and visual inspection of the returned tasp exhibits signs of repeated use (nicked & gouged) and is fractured into two pieces. Medical records were not provided. Evaluation of the returned device identified the fracture was consistent with previous investigations that identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a knee instrument was fractured and returned via the worn instrument return program. There is no additional information at this time.